Event description:
The patient underwent replacement in (B)(6) 2016. Per the explanting facility's policy the explanted generator will not be returned for analysis.

Event description:
On (B)(6) 2016 it was stated from the nurse who was reviewing clinic notes dated (B)(6) 2016 that the vns did not indicate that it was near the end of service but because of recent clusters of seizures and the fact that her battery is 10 years old and because she did not feel the sensation of the lead check, it was recommended to do a replacement. No surgical intervention has occurred to date. No additional relevant information has been obtained to date.